Event description:
It was reported that the asymptomatic patient presented in clinic for routine follow-up. During the visit, firmware upgrade was attempted; however, the pulse generator went into back-up vvi (bvvi) mode. The device was restored successfully. The firmware upgrade was elected to be not performed. The patient was asymptomatic due to bvvi.